Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the voluntary medwatch received on 20 june 2017, on (B)(6) 2017, the patient presented with symptomatic aortic stenosis. On transthoracic echocardiogram, two of the leaflets appeared to be fused to one another. On (B)(6) 2017, a ross valve replacement surgery was performed. The valve did not look calcified and contained no clots or pannus. There were no fused leaflets noted either. No further information is expected to be received. Voluntary medwatch #: mw5070057.